Event description:
"Sync" button on defibrillator activated and heart icon was viewed as synching. Pt then placed on "paddle" mode for monitoring. A discharge of 500 wtt for cardioversion was delivered with resultant v-fib. Cardiac monitor strip showed apparent discharge on t-wave of complex. Pt resuscitation was required.